Event description:
The customer reported that on 1/19/98 vasoseal was used following a ptca procedure. The pt left the initial dressing on for 3 days. The 3rd day the pt presented with swelling, redness, tenderness and a purulent drainage. Cultures revealed a staph aureus infection. The pt was placed on antibiotics.